Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a reduction in the intrinsic amplitudes. The patient was hiking at the time of the shocks. The smart pass feature programmed itself off due to the low amplitudes. The sensing vector was set to the primary vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.